Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher was not meshing properly and all the gears were damaged on all units and needed to be replaced. No add'l clinical info was received prior to this report.